Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that when recalling images on the 9800 system the incorrect images are being put with pt data. No pt injury was reported.